Event description:
Info received indicates, the pt was giving birth and claims her peroneal nerve was pinched causing her to not be able to walk for a time. The facility was still administering treatment at that time.